Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: an f/g,promus element, mr, ous 3.50 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 240 mm distal to the distal end of strain relief and multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found a kink 195 mm distal from the guidewire exit port. A visual and microscopic examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and moderately calcified proximal to distal left circumflex artery (lcx). Following predilation with a non compliant balloon, a 3.50 x 38 mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break at a portion that could enter the patient's body.